Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. It was stated that the insulin pump was exposed to a MRI. It was stated that the customer was able to clear the alarm and continue with priming. Ran a displacement test and the test failed. Performed a self test and passed. Advised that the customer should discontinue use of the insulin pump and to revert to back up plan. It was stated that the blood glucose reading was 7.8 mmol/l, and the customer has treated with the insulin pump. No further info was provided.